Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula was leaked event on 05-oct-2024 within three hours of insertion. The insertion site was abdomen. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information was available.